Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of device powered off was confirmed which was due to a faulty main board. The additional evaluation findings are as follows: error e03 (pressure error) which was due to a faulty main board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit had powered off. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to defective main board. Olympus will continue to monitor field performance for this device.